Event description:
It was reported " the doctor found the swg kinked prior to the patient". The swg was not used on a patient. Therefore, no patient harm or injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The report that the spring wire guide was kinked was confirmed through examination of the returned sample. The customer returned one opened cvc kit. It was noted that the advancer tubing assembly was not returned. Signs-of-use in the form of biological material were observed on the sample, which does not match the customer report of "prior to use". The customer confirmed that any biological material was likely introduced due to handling in the clinical setting. Visual analysis revealed that the guide wire contained three distinct kinks along the body. Microscopic examination confirmed the damage. During normal assembly within lab inventory tubing. The kinks on the guide wire would have been protected during packaging, shipping, and storage. Both welds were observed to be full and spherical. No other defects or anomalies were observed with the guide wire nor the returned tray. Visual analysis could not be performed on the guide wire tubing involved with this complaint as it was not returned for analysis. The kinks on the guide wire measured 285mm, 278mm, and 575mm via calibrated ruler from the proximal end. The overall length of the guide wire measured 602mm via calibrated ruler, which was within the specifications of 596mm-604mm per product drawing. The guide wire outer diameter (od) measured 0.79mm via calibrated caliper, which was within the specifications of 0.788-0.826mm per product drawing. The guide wire was functionally tested per the instructions for use (IFU) provided with this kit which instructs the user, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". The guide wire was advanced through a lab inventory ars/18ga needle subassembly and was able to pass with little to no resistance. A manual tug test confirmed both welds were intact. The guide wire was assembled within lab inventory tubing. All areas with kinking were located inside the tubing, protecting it from damage. The IFU provided with the kit informs the user, "do not use if package is damaged". A device history record review was performed, and no relevant findings were identified. Based on the customer report and sample received, the potential root cannot be determined at this time. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported " the doctor found the swg kinked prior to the patient". The swg was not used on a patient. Therefore, no patient harm or injury.